Event description:
Upon suctioning this patient, the rt respiratory therapist / rn felt resistance at the end of the ett. Believing there might be a plug, the decision was made to reintubate the patient. Upon reintubation, found the same issue. Rt then investigated other unopened 2.5mm ett in stock and found the tip of the ones from lot #01b1000464 to be narrowed and thus creating feeling of resistance when suctioning.